Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain during intercourse, partners pain during intercourse, severe depression, loss of intimacy due to pain she and her partner feel during intercourse, mood swings due to stress from symptoms caused by mesh implant, bladder infections, infections, severe pain and incontinence, burning sensation when trying to void. It was reported that patient experienced urge incontinence and underwent placement of interstim on (B)(6) 2009, then on (B)(6) 2009 and underwent revision and on (B)(6) 2009 the interstim was removed. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06190. The same patient is represented in each medwatch.